Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3889-28, lot# v858322, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient via the manufacturers' representative reported that the device was not working and she had it removed last year. The patient also went to another health care professional who said something within the device was outdated and that was why it had not been working. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was reported. If additional information is received, a follow up report will be sent.